Event description:
Customer reportedly received results of 391 mg/dl and 189 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.